Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon the closure of the implant procedure, the pulse generator exhibited a diagnostics anomaly. The device resumed normal function. No medical intervention was performed; the physician team elected to keep the device implanted. There were no adverse consequences and the patient's condition post procedure was stable.

Manufacturer narrative:
Correction: missing the following information in the initial report - device download was performed to clear the elective replacement trip date, resolving the issue. The device function maintained throughout. The patient would continue to be monitored.

Event description:
Device download was performed to clear the elective replacement trip date, resolving the issue. The device function maintained throughout. The patient would continue to be monitored.